Event description:
The pt was implanted with a left ventricular assist device (lvad). (B)(4). The report indicated that the pt presented from an outside hospital with a decreased ability to take things by mouth due to nausea and vomiting. There were no alarms, but the pump power was slightly elevated. There was also brief hemolysis reported. An echocardiogram (echo) was performed and per the echo, the results revealed a possible thrombus in the inflow cannula with an increase of velocities, suggesting an obstruction of the inflow cannula. The manufacturer received additional information from the vad coordinator which stated that a few months after the reported event, the pt was found dead in his home by his mother. The cause of death is unknown. The pt lived in another city and the vad coordinator does not know if an autopsy was performed there.

Manufacturer narrative:
The pump will not be returning to the manufacturer for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.